Event description:
It was reported that while using the surgical fiber for 15 minutes during a prostate procedure, error messages occurred. The fiber was replaced and the case continued for 2 minutes, then fiber function issues were observed. The procedure was completed using an alternate procedure / with a resector (turp). There was no patient injury reported. This report is for the second surgical fiber used. Gland volume: 80 ml.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/glass cap fusion zone proximal to the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap and metal cap are detached and not returned; the glass cap does not exhibits detritus adhesion; the outer flow tubing is mildly torn at the open end. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is:mechanical force during usage.